Event description:
It was reported that during a viceral procedure, the device clips did close correctly on the cystic canal and were malformed. The surgeon removed them without and injury to the patient. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.